Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address= address line 2: (B)(6); postal code: (B)(6). PMA/510(k) number = k171764. Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, upon removal of an amplatz extra-stiff support wire guide from the package in preparation for a "cas" procedure, the wire was noted to be kinked a few centimeters from the tip, resulting in sharp edges. The wire was not altered by the user. The device package was not damaged and the device was stored vertically. The device was not used, and another device of the same type was used to complete the procedure. Upon return and initial evaluation of the device on (B)(6) 2022, the mandril was protruding from the wire guide. There have been no reported adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as originally reported, upon removal of an amplatz extra-stiff support wire guide from the package in preparation for a "cas" procedure, the wire was noted to be kinked a few centimeters from the tip, resulting in sharp edges. The wire was not altered by the user. The device package was not damaged, and the device was stored vertically. The device was not used, and another device of the same type was used to complete the procedure. Upon return and initial evaluation of the device on (B)(6) 2022, the mandril was protruding from the wire guide. There have been no reported adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and a visual inspection were conducted during the investigation. The complainant returned one amplatz extra-stiff support wire guide to cook for investigation. Physical examination of the returned device revealed that the wire was bent but also the safety wire was protruding from the coil. There was evidence on the end of the safety wire of burn marks where the safety wire was welded to the tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provided the following information: warnings: altering the tip's configuration or curve manually may damage the wire guide. Precautions: inspect the wire guide for kinks or damage prior to use. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, complaint file, DHR, and dmr provide objective evidence to support that the device was manufactured to specification. Cook concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.